Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. The explanted ipg was not returned. Additional information was received that the reason for ipg explant was due to patient was not satisfied with pain relief.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. The explanted ipg was not returned.